Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip was used in a colonoscopy for a polypectomy on (B)(6) 2022. During the procedure, the clip would not release from the catheter after being deployed. The procedure was completed with another resolution clip device. There were no patient complication reported as a result of this event. There were no patient complications reported as a result of this event.